Manufacturer narrative:
During visual inspection no damage was found. The unit was opened for further investigation and tests. No contamination was found inside the unit. The board was removed for further investigation. Damage was found inside the unit under the board. Thorough testing of the board highlighted a fault with the motor/gearbox. The motor/gearbox was dismantled and two cogs were found damaged inside the gearbox. Reason for the damage is unknown, although the reported fault can be prevented with regular servicing. Motor/gearbox was replaced and unit passed to service for thrust recalibration and full test. Based on review of manufacturing records and evaluation of the returned devices, the reported complaint was confirmed.

Event description:
It was reported that graseby pump stopped during use.